Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, it was noticed that the wrong power of lens was implanted. A (+) power lens was inserted to be implanted, however, a (-) power lens was implanted. The surgeon stated the power printed on the labeling is too small. In a follow up, the surgeon reported that an iol exchanged was performed and the pt's symptom have resolved.

Manufacturer narrative:
The product was not returned for analysis. The product history records were reviewed and all documents indicate the product met release criteria. Shipping info was provided by customer service: the complaint lens was ordered and sent to the site. This order was correct. The site recently ordered (+) diopter lenses nad one of these may have been indented for this pt and the older lens was inadvertently pulled instead. Lenses shipped to site were correct as ordered. The root cause appears to be a failure to follow the dfu. The dfu instructs to examine the label on the unopened package for model, power, proper configuration and expiration date. The carton label has three minus designations: the word minus is printed beside the product name. The symbol (-) is beside the diopter. The word minus is printed above the symbol (-). The lens case label has two designations: the word minus in parenthesis is written above the word power. The diopter power has a negative sign. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).